Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that 3 or more loss of prime events had occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap. There was evidence of moisture contamination on the underside of the battery cap. The black box dates were from (B)(4) 2014. Multiple lss of prime warnings were observed in the black box however, each occurrence was due to either not performing the load/step after a power reset event or in conjunction with receiving an empty cartridge warning. The pump was exercised for 24 hours with a 1 unit per hour basal program and no loss of prime or other prime related warnings were duplicated. Multiple load step functions were performed during testing with no failures or loss of primes observed. The force calibration check passed. The pump case was removed for further investigation and the force sensor pins were seated and the soldered connections were intact. There was no evidence of contamination or cracked force sensor traces and there was no evidence of additional moisture inside the pump.